Event description:
It was reported that on a replacement procedure where the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion, this right ventricular (rv) lead was also replaced due to a product performance issue. The revision procedure was successfully completed, this rv lead was explanted, and a new lead was implanted. No additional adverse patient effects were reported outside the revision procedure.